Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a broken ear clip. A 'force sensor bgnd test' was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the reported problem was verified in the ehl. It was determined that the plunger and the ear clip were the root causes and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a force sensor background test error message. There was unknown patient involvement.

Manufacturer narrative:
File was updated to reflect additional information that event did not occur while in patient use and no patient harm was reported. D3. Manufacturing plant address, city, zip code & d4. UDI: corrected.

Event description:
Additional information reported that event did not occur while in patient use and no patient harm was reported.